Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports these aligners are not working since there's an ill fit on upper and lower aligners. The dentist has confirmed this.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.